Event description:
It was reported that at a device follow-up, this right ventricular (rv) lead exhibited increased pacing threshold measurements as well as a high, out-of-range pacing impedance measurement. The pacing impedances had been increasing, from 1700 ohms the previous year, to 2075 ohms currently. The shock impedance measurements were stable and within normal limits. The patient was not pacemaker dependent. Therefore, the physician planned to continue monitoring the patient and lead on the remote monitoring system. No adverse patient effects were reported. The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received. Two years later, this rv lead was surgically abandoned and replaced due to the out-of-range impedance measurements and increased pacing threshold values. The associated implantable cardioverter defibrillator (ICD) was explanted and replaced with a model that matched the df4 connector of the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The lead was surgically abandoned and was not able to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a device follow-up, this right ventricular (rv) lead exhibited increased pacing threshold measurements as well as a high, out-of-range pacing impedance measurement. The pacing impedances had been increasing, from 1700 ohms the previous year, to 2075 ohms currently. The shock impedance measurements were stable and within normal limits. The patient was not pacemaker dependent. Therefore, the physician planned to continue monitoring the patient and lead on the remote monitoring system. No adverse patient effects were reported.